Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an implant summary report by the uknjr, intraoperative adverse events are reported for triathlon knees with tritanium patella. Treatment was not reported for any of the following: unknown triathlon knee for two patients with unspecified fracture.